Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator displayed a severe occlusion alert in the alarm log. The pt had been suctioned prior to the alarm without incidents, and the pt was kept on the same ventilator. There was no reported patient injury.

Manufacturer narrative:
The technical service engineer (tse) troubleshot this issue with the customer over the telephone. The action recommended by technical support engineer (tse) was to perform calibrations and self-tests, and let the unit run for about 48 hours, which corresponds with accepted service practices for the device. No parts were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).